Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was "high" (>500 mg/dl) due to insulin exposure to high heat. Bg was addressed by delivering a bolus. Reportedly, the customer had an alternate pump available for insulin therapy.